Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged battery door. The reported event of difficulty fastening the black connector nut to the black connector of the mobile power unit (mpu) (serial number: (B)(6)) was confirmed. The mpu was returned for analysis to the european distribution center (edc) and was evaluated and tested. The mpu was functionally tested and performed as intended. The reported difficulty fastening the system controller to the patient cable was reproduced at the edc. The patient cable was replaced, preventative maintenance was performed, and the device was returned to the rental pool. The replaced patient cable was forwarded to the product performance engineering (ppe) lab at abbott. The cable was connected to a mock loop and test system controller. The mpu was able to support pump function without issue for an extended period. The reported event was reproduced upon connection of the test system controller. The thread on the black connector was damaged and required more force to connect the black cable than the white cable. The root cause for the difficulty to fasten the black connector nut to the black connector on the mpu connection block is due damage to the black connector nut on; however, the damage to the black connector on the connection block was unable to be conclusively determined through this investigation. The device history records were reviewed for the mobile power unit (serial #: (B)(6)) and the mobile power unit passed all manufacturing and qa specifications. The unit was shipped on 26feb2016. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that during a visual inspection the patient cable had damaged tread on black connector. The battery door and red battery strap are damaged. The system powered up as intended. The software was 1.00.01 and needs to be upgraded to sw 01.02.01. The system functionality as intended. It was recommended to replace the patient cable, battery door and red strap, upgrade system, clean device and do a preventive maintenance.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced difficulties to attach the connectors of the controller towards the connection block of the (B)(4). The connection block of the mpu cable seems a bit damaged. The patient needs more strength to get the connection done. The vad coordinator provided the patient with a new mpu. (B)(4) will be send for investigation.